Event description:
Reporting patient has bilateral hip replacements, the right hip replaced 2 years after left. Left hip: ultrasound showed tissue problems in both hips. A CT scan detected psuedotumors in both hips approximately 4.5 years after right hip replacement. Serum cobalt level 641 nmol/l, a month patient was advised revision surgery was required of both hips due to trunnionosis. Patient reported that an examination of explanted hip components show serious corrosion of stem taper and femoral head. The left hip took a separate operation to remove the psuedotumor with consequent damage to soft tissue. The left hip has dislocated twice since the revision.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports, hisopathology reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Reporting patient has bilateral hip replacements, the right hip replaced 2 years after left. Left hip: ultrasound showed tissue problems in both hips. A CT scan detected pseudotumors in both hips approximately 4.5 years after right hip replacement. Serum cobalt level 641 nmol/l, a month patient was advised revision surgery was required of both hips due to trunnionosis. Patient reported that an examination of explanted hip components show serious corrosion of stem taper and femoral head. The left hip took a separate operation to remove the pseudotumor with consequent damage to soft tissue. The left hip has dislocated twice since the revision.